Manufacturer narrative:
H3, h6: it was reported that a right hip revision surgery was performed. During the revision, the bhr cup and resurfacing femoral head was removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the historical complaints data for the acetabular cup was performed using batch numbers to evaluate patterns of repeated failures or defects over the lifetime of the product and using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe prior 12 months as of the complaint aware date. Other similar complaints have been identified to involve this batch, for the part number and the reported failure mode. However, as bhr systems of this size are no longer sold, no action is to be taken. A review of the historical complaints data for the femoral head was performed using batch numbers to evaluate patterns of repeated failures or defects over the lifetime of the product and using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe prior 12 months as of the complaint aware date. Other similar complaints have been identified to involve this batch, for the part number and the reported failure mode. However, as bhr systems of this size are no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. All the released devices involved met manufacturing specifications upon release for distribution. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. Without the specified failure of the devices involved in this complaint, the specific risk management for the devices cannot be reviewed. If this information becomes available at a later time, the task will be reopened and completed. The available medical documents were reviewed. The revision operative report does not confirm the reported ¿failed bhr.¿ it cannot be concluded the revision was related to a malperformance of the implant or implant failure. Without the return of the actual devices or further information we cannot further investigate or confirm the reported complaint, or the details supplied in this complaint. The investigation remains inconclusive, and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If the products or additional information become available in the future, this case will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Event description:
Us legal. It was reported that the plaintiff underwent a revision surgery of the right hip on (B)(6) 2021 due to an unspecified failure. The bhr system was replaced with a tha. Both acetlr cup hap 52mm w/ imptr and resurfacing femoral head 46mm were explanted. Intraoperatively, no signs of metal debris or infection was found. No operative complications were reported.